Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient in their fifties underwent an atrial fibrillation (afib) ablation procedure on 2019 with a navistar® rmt thermocool® electrophysiology catheter and suffered pulmonary vein stenosis. Months later the procedure (unknown exact date), the patient showed up at another hospital with shortness of breath (sob). The patient was diagnosed with pulmonary vein stenosis. There¿s no information regarding additional interventions or prolonged hospitalization. The physician that performed the afib ablation procedure stated, ¿the patient¿s symptoms does not make sense¿. Physician¿s causality opinion was not provided. Patient¿s outcome is unknown. No bwi product malfunctions were reported. The physician requested the case information to be retrieved from the hospital¿s system. The caller was able to find it and provided the information of the event to the call center, that¿s why johnson and johnson became aware of this event until 4/12/2021. No further information is available. With the available information, this is being conservatively coded and reported as ¿pulmonary vein stenosis¿ since this condition was diagnosed after ablation had been already applied with a bwi ablation catheter. Since this event might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.